Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was super slow and was giving too much insulin. The insulin pump was lagging after a button press. Troubleshooting for keypad anomaly was performed. The customer's blood glucose level was unknown at the time of the incident. The customer stated that all buttons were unresponsive. The insulin pump was dropped. The customer declined to change the battery and was advised to monitor the insulin pump. Troubleshooting for low blood glucose was performed as the customer mentioned that they have been experiencing lows. The customer's blood glucose was 255 mg/dl at the time of the call. The customer treated with food. The customer did not allege that the insulin pump was over delivering and was not able to further troubleshoot. The insulin pump will not be returned for analysis.